Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator was having screen delaminating problem and touch screen is not responsive. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
The reported customer complaint was confirmed and duplicated by vyaire medical's failure analysis lab (fa lab). The findings include a delamination that occurs from fluid ingress causing the touch screen to become unresponsive. This is a known issue that has been corrected with eco 82509. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information is received.